Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted on (B)(6) 2023. The patient was euvolemic and normotensive. The aortic valve was opening with every beat when the speed increased to 5900 rpm. The patient had a stroke due to unilateral flaccidity and a computed tomography angiography (cta) was performed.

Event description:
It was reported that the patient had a left middle cerebral stroke due to unilateral flaccidity and a computed tomography angiography (cta) was performed. An embolectomy was performed on (B)(6) 2023 with no sustained residuals noted.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported aortic insufficiency and stroke events could not be conclusively established through this evaluation. Additionally, a review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. The submitted log files confirmed low flow alarms prior to the low flow threshold adjustment on (B)(6) 2023 when low flow events (below 2.5 liters per minute) were sustained for at least 10 seconds. Once pump operation appeared to have stabilized following the adjustment, no further low flow events were observed when average flow was at least 2.0 liters per minute. No other notable events were observed, and the pump appeared to have operated as intended at the set speed. The account communicated that no further details regarding the event would be provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further events have been reported at this time. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists stroke as an adverse event which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. It was reported that the aortic valve was opening with every beat as pump speed was increased. Although aortic insufficiency was not reported, section 5, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. In addition, the heartmate 3 2.0 lpm low flow alarm guide for patients and caregivers and for clinicians both address various system controller alarms as well as how to respond to each of them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.